Manufacturer narrative:
The pump was received with a cracked case (battery tube) and moisture damage to the electronic stack. Unit passed the self test and the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had large crack on the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.